Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city and d3 - zip code: corrected. H6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. The pump was restarted but continued to alarm. They patient clamped the tubing, unlocked the cassette and checked for air in the line. Air was present so the tubing was massaged and cassette was reattached. The pump was restarted but continued to alarm. The patient was redirected to their physician. Volume 75.4. Rate 3.0. This event occurred at the patient's home. No patient harm/adverse event reported.